Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An equipment coordinator reported the equipment would not do occlusions during a procedure. There was no harm to the patient. Additional info has been requested.